Manufacturer narrative:
A review of the manufacturing documentation could not be performed as the batch number is unknown. A similar complaint batch review could not be performed as the batch number is not known. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. The event description describes that 'a 20f boston delivery sheath was unable to be advanced into the abdominal aortic artery due to tortuosity and calcification'. The event description also describes "perforation of right common iliac and femoral arteries, vascular complication)/ access site bleeding'. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is 'anticipated procedural complications' and is due to a known physiological effect of the procedure as noted within the instructions for use. The event description describes that 'a 20f boston delivery sheath was unable to be advanced into the abdominal aortic artery due to tortuosity and calcification'. The event description also describes 'perforation of right common iliac and femoral arteries, vascular complication)/ access site bleeding'. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer set. The reported failure mode is not a new or unanticipated failure mode and is considered within the risk documentation there is no indication of a potential processing, design or use failure associated with this complaint. Creganna medical will continue to monitor occurrence rates per the risk documentation. Further complications were noted within the event description, (hyperkalemia, severe hyponatremia and prolonged qt interval and acute on chronic congestive heart failure). There is no indication within the event description that these complications are related to the lotus introducer sheath and as such these are not considered within this report. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Not returned to manufacturer.

Event description:
Reprise iii 1006r3039 (unable to advance introducer into the left femoral artery). Unable to advance introducer into the left femoral artery (other product issue): on (B)(6) 2015, during the tavi procedure, a lotus introducer was attempted to be inserted. However, per source it was noted that a 20f boston delivery sheath was unable to be advanced into the abdominal aortic artery due to tortuosity and calcification. Multiple attempts to pass through left femoral artery after similar serial balloon dilatations were also not successful. Of note, site has confirmed that the 20f boston delivery sheath was the "large lotus introducer" (complaint submitted). Hence, it was decided not to implant a 25 mm lotus valve and therefore it was exchanged for a 23 mm edwards valve which was successfully deployed. No other information will be available. Procedural perforation of right common iliac and femoral arteries (001: cec-vascular complication)/ access site bleeding (002:cec-bleeding): on (B)(6) 2015, during index procedure, post deployment of the 23 mm edwards sapien valve, during percutaneous closure a catheter was advanced through left femoral artery into contralateral external iliac artery. At that point, the subject was noted to have perforations in both the right common iliac and right common femoral artery. Emergent peripheral intervention was performed with balloon dilation followed by placement of a 10 x 50 mm viabahn stent in the right external iliac artery. During the procedure, the subject was noted to have a sudden drop in blood pressure, which was stabilized with pressors. Following the procedure, angiogram revealed successful seal of the perforation site. The sheath was removed from the arteriotomy site and the perclose devices were deployed. However, at this point, significant pulsatile bleeding was observed from the right arteriotomy site (#002). Contrast injection revealed extravasation from the arteriotomy site. Per source, it appeared that the patent vessel was completely torn down from distal part of external iliac artery to the site of arteriotomy. Ballooning was done to tamponade to control the bleeding and a second 7 x 50 mm viabahn stent was advanced through the previously deployed viabahn stent into the superior femoral artery, where it was deployed successfully. Final angiogram revealed successful control of extravasation. During the procedure, the subject was transfused with 3 units of prbcs. Post intervention, the subject was still noted to be hypotensive; however, no extravasation at the site of the covered stent deployment was identified. A non-flow limiting, non-obstructive dissection was noted in the left internal to external iliac artery (no action was taken for the same). On (B)(6) 2015, hematological measurements revealed (please see lab table below for additional values): lowest hemoglobin value associated with ae: 7.6 g/dl (normal range: 12.1 to 15.1 g/dl). Lowest hematocrit value associated with ae: 21.8% (normal range: 34.9 to 44.5%). On (B)(6) 2015, the subject was transfused with additional 2 units of prbcs. Varc bleeding classification: major. Based on the drop in hb and number of units transfused, site has been queried to confirm if the varc classification of the event should be life threatening; response awaited. Per vascular complication form, type of injury was access site or access related vascular injury leading to major complication and unplanned endovascular or surgical intervention associated with major complication. At the time of the event, the subject was on aspirin only which was continued. The subject was started on plavix post the femoral stenting. Of note, during the course of hospitalization, the subject was also noted to have hyperkalemia, severe hyponatremia and prolonged qt interval and acute on chronic congestive heart failure. Site has been queried for the reportability of these events; response awaited. Various investigations were performed for altered mental status; however, no evidence of acute cva was noted. The subject also had nephrological consultation performed and was started on torsemide (site queried for reportability). On (B)(6) 2016 event (001) was considered to be recovered/resolved. On (B)(6) 2016 event (002 bleeding) was considered recovered/resolved. On (B)(6) 2015, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
Reprise iii 1006r3039 (unable to advance introducer into the left femoral artery) unable to advance introducer into the left femoral artery (other product issue): on (B)(6) 2015, during the tavi procedure, a lotus introducer was attempted to be inserted. However, per source it was noted that a 20f boston delivery sheath was unable to be advanced into the abdominal aortic artery due to tortuosity and calcification. Multiple attempts to pass through left femoral artery after similar serial balloon dilatations were also not successful. Of note, site has confirmed that the 20f boston delivery sheath was the "large lotus introducer" (complaint submitted). Hence, it was decided not to implant a 25 mm lotus valve and therefore it was exchanged for a 23 mm edwards valve which was successfully deployed. No other information will be available. Procedural perforation of right common iliac and femoral arteries (001: cec-vascular complication)/ access site bleeding (002:cec-bleeding): on (B)(6) 2015, during index procedure, post deployment of the 23 mm edwards sapien valve, during percutaneous closure a catheter was advanced through left femoral artery into contralateral external iliac artery. At that point, the subject was noted to have perforations in both the right common iliac and right common femoral artery. Emergent peripheral intervention was performed with balloon dilation followed by placement of a 10 x 50 mm viabahn stent in the right external iliac artery. During the procedure, the subject was noted to have a sudden drop in blood pressure, which was stabilized with pressors. Following the procedure, angiogram revealed successful seal of the perforation site. The sheath was removed from the arteriotomy site and the perclose devices were deployed. However, at this point, significant pulsatile bleeding was observed from the right arteriotomy site (#002). Contrast injection revealed extravasation from the arteriotomy site. Per source, it appeared that the patent vessel was completely torn down from distal part of external iliac artery to the site of arteriotomy. Ballooning was done to tamponade to control the bleeding and a second 7 x 50 mm viabahn stent was advanced through the previously deployed viabahn stent into the superior femoral artery, where it was deployed successfully. Final angiogram revealed successful control of extravasation. During the procedure, the subject was transfused with 3 units of prbcs. Post intervention, the subject was still noted to be hypotensive; however, no extravasation at the site of the covered stent deployment was identified. A non-flow limiting, non-obstructive dissection was noted in the left internal to external iliac artery (no action was taken for the same). On (B)(6) 2015, hematological measurements revealed (please see lab table below for additional values): lowest hemoglobin value associated with ae: 7.6 g/dl (normal range: 12.1 t0.15.1 g/dl) lowest hematocrit value associated with ae: 21.8% (normal range: 34.9 to 44.5%) on (B)(6) 2015, the subject was transfused with additional 2 units of prbcs. Varc bleeding classification: major. Based on the drop in hb and number of units transfused, site has been queried to confirm if the varc classification of the event should be life threatening; response awaited. Per vascular complication form, type of injury was access site or access related vascular injury leading to major complication and unplanned endovascular or surgical intervention associated with major complication. At the time of the event, the subject was on aspirin only which was continued. The subject was started on plavix post the femoral stenting. Of note, during the course of hospitalization, the subject was also noted to have hyperkalemia, severe hyponatremia and prolonged qt interval and acute on chronic congestive heart failure. Site has been queried for the reportability of these events; response awaited. Various investigations were performed for altered mental status; however, no evidence of acute cva was noted. The subject also had nephrological consultation performed and was started on torsemide (site queried for reportability). On (B)(6) 2016 event (001) was considered to be recovered/resolved. On (B)(6) 2016 event (002 bleeding) was considered recovered/resolved. On (B)(6) 2015, the subject was discharged on aspirin and clopidogrel.